Event description:
It was reported that the lead was fractured. Device was removed from service. No patient complications have been reported as a result of this event.

Event description:
Apparent lead fracture

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: proximal conductor fractured; proximal segment received. Other: it was reported that the lead was fractured. Device was removed from service. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed, visual examination: component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event lead(s), fracture of.